Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of elastomeric devices underinfused during patient use via a peripherally inserted central catheter (PICC) line. The devices failed to empty the elastomer which contained fluorouracil. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Additional information: g4, h6, h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.